Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the MFR. Carefusion has issued a return goods authorization (rga) number to the foreign distributor in (B)(4) for the return of the alleged faulty device. As of the august 27, 2013, the alleged faulty device has not been received by carefusion. In addition, carefusion informed the distributor that upon the return of the alleged faulty device a replacement device will be sent to them. If the distributor returns the device for eval, carefusion will submit a f/u medwatch report.

Event description:
The following description of the event was documented by the foreign distributor's rep and sent to carefusion tech support via email. "Suddenly there was a smoke from the equipment and the system went totally blank, and there was no audi alarm. On opening the system for inspection by engineer it was found that transition board and gde power pcb were badly burned. Shifted to other ventilator."